Event description:
It was reported a spectrum pump had a door not fully latched alarm. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through evaluation. This condition was caused by the upper link switch separating from the upper auxiliary flex. The upper auxiliary was replaced.